Event description:
It was reported that the pacemaker saw far-field r-wave oversensing on the atrial channel of the electrogram (egm). The pacemaker remains in service. No adverse patient effects were reported.